Event description:
During a wiring of a jaw, the surgeon went to insert a screw and the screw broke off flush to the jaw bone. Surgeon did not remove the shaft, he selected another screw and completed the procedure with no further incident.

Manufacturer narrative:
Add'l info has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be completed.